Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked retainer, cracked battery tube threads and scratched case. Test reservoir/p-cap locks properly in reservoir compartment. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that they had issue with infusion set had bent cannula which caused to had high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.